Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no findings that could have caused or contributed to the reported issue. The reported condition was observed during evaluation and verified. Evaluation observed the #0, #1 and #2 keys to work intermittently due to a failed keypad. The keypad requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump is having a problem of the "buttons 0, 1, 2 - not working" in the intensive care unit. There was no patient involvement. No additional information is available.